Event description:
It was reported hole at 8cm. No impact to patient. Cytotoxic medication used. Securacath used. No other information was provided. Additional information was received for this event as part of a focus survey. The following additional detail was provided: the total length of the catheter was 42cm, exit site 8cm. PICC secured with a secureacath. Oncology patient, treatment of leucovorin calcium (folinic acid), fluorouracil, and oxaliplatin. Visible hole/fracture outside of the patient (at the exit site or on external part of PICC) around 8cm. PICC was in use for approximately 4 months. Catheter site cleaned during dressing change was chloraprep 3ml 2% chg in 70% ipa.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a hole in the catheter was confirmed and was determined to be use related. The product returned for evaluation was one 4 fr sl powerpicc solo catheter. The investigation findings are consistent with damage accumulated through flexural fatigue. Flexural fatigue occurs due to cyclic kinking of the catheter tube in which physiological, placement, usage, and mechanical factors may gradually form a crack(s) in the catheter. The returned product sample was evaluated and a split was observed in the catheter tubing between the 9 cm and 10 cm depth markers. The catheter split contained physical features associated with material fatigue, and the characteristics observed which supported this type of failure included: ¿ damage which was circumferentially aligned. ¿ fracture edges which were rounded and polished due to repeated material wear. ¿ 'c' shaped impressions leading into the fracture site which are consistent with material buckling due to movement which caused the fracture edges to be pressed together. ¿ overall elliptical shape to the fracture cross-section (a result of repeated kinking of the tubing). An examination of the catheter structure revealed no potential damage/defect related to manufacture of the product. The damage location suggested that catheter securement, access and maintenance techniques may have contributed. This complaint will be recorded for future trending and monitoring purposes.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a hole in the catheter was confirmed.. The product returned for evaluation was one 4 fr sl powerpicc solo catheter. Repetitive kinking of the indwelling catheter appears to have contributed to the observed leak; however, the specific circumstances surrounding how kinking developed into a fracture within the catheter tubing were ultimately unknown. The returned product sample was evaluated and a split was observed in the catheter tubing between the 9 cm and 10 cm depth markers. The catheter split contained physical features associated with material fatigue, and the characteristics observed which supported this type of failure included: damage which was circumferentially aligned fracture edges which were rounded and polished due to repeated material wear 'c' shaped impressions leading into the fracture site which are consistent with material buckling due to movement which caused the fracture edges to be pressed together overall elliptical shape to the fracture cross-section (a result of repeated kinking of the tubing). An examination of the catheter structure revealed no potential damage/defect related to manufacture of the product. The damage location suggested that catheter securement, access and maintenance techniques may have contributed. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported hole at 8cm. No impact to patient. Cytotoxic medication used. Securacath used. No other information was provided. Additional information was received for this event as part of a focus survey. The following additional detail was provided: the total length of the catheter was 42cm, exit site 8cm. PICC secured with a secureacath. Oncology patient, treatment of leucovorin calcium (folinic acid), fluorouracil, and oxaliplatin. Visible hole/fracture outside of the patient (at the exit site or on external part of PICC) around 8cm. PICC was in use for approximately 4 months. Catheter site cleaned during dressing change was chloraprep 3ml 2% chg in 70% ipa.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported hole at 8cm. No impact to patient. Cytotoxic medication used. Securacath used. No other information was provided.